Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hot line call, the cardiology fellow called the clinical support specialist (css) because they have a "system error alarm" and the lights are all flashing and the alarm reset does not reset the alarm. The patient has been otherwise supported on the pump and achieving the goals of therapy with no other alarms or issues. The md is not near the pump and cannot tell the css exactly which system error message is there. The css discussed the likely cause and instructed the md to perform a power reset on the pump. The md returned to the phone and stated that the power reset was successful. The pump is no longer alarming and there was a minimal delay in pumping. The css provided the md with her direct number should he have additional questions or issues. At 0530 a follow up call was placed to the unit, no additional alarms reported.

Manufacturer narrative:
(B)(4). No parts or recorder strips were returned to teleflex (B)(4) for evaluation. The wws service database was checked and there was no further service provided to the pump related to the reported complaint. The field service agent was contacted and he was not notified of the call. He researched the pump service history and no service was provided to the pump. It appears that it was handled successfully by the css. No further action required. Device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of the pump had a "system error alarm" and flashing lights was confirmed based on the information provided to the clinical support specialist. The clinical support specialist had the doctor power reset the pump and this resolved the issue. No parts or recorder strips were returned to teleflex (B)(4) for evaluation. The cause of the reported complaint could not be determined.

Event description:
It was reported via a hot line call, the cardiology fellow called the clinical support specialist (css) because they have a "system error alarm" and the lights are all flashing and the alarm reset does not reset the alarm. The patient has been otherwise supported on the pump and achieving the goals of therapy with no other alarms or issues. The md is not near the pump and cannot tell the css exactly which system error message is there. The css discussed the likely cause and instructed the md to perform a power reset on the pump. The md returned to the phone and stated that the power reset was successful. The pump is no longer alarming and there was a minimal delay in pumping. The css provided the md with her direct number should he have additional questions or issues. At 0530 a follow up call was placed to the unit, no additional alarms reported.